Manufacturer narrative:
On 23-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. Additionally, it was reported that there was gel bleed from the implant. During visual evaluation, an anomaly on anterior view was observed on the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel bleed were detected. It is possible the crease was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 6803940 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 700cc gel breast prostheses that both showed microbleed of the silicone gel. In addition, the patient developed baker grade iii capsular contracture in her right breast. The gel bleed and the capsular contracture were observed during an implant exchange surgery performed on (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 800cc gel breast prostheses. This medwatch report is for the patient¿s right breast prosthesis.